Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as garment is tight and causing skin irritation underneath the arms. The electrodes flip and rub on the skin, which is now bleeding. There was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended removing the lifevest for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.